Event description:
It was reported that the pt had a large cataract which required a extracapsular cataract extraction. A larger incision was made and when the surgeon inserted a aq2010v three piece silicone lens the posterior capsule was torn due to the condition of the eye. The lens was removed and a vitrectomy was performed. An acl was implanted and the incision was sutured. The facility does not use any of staar's phacoemulsification equipment.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that a haptic was torn and there was a reddish residue on the lens.